Event description:
This device (100 ml, 200 ml/hr) did not infuse secondary to attached IV tubing which was clamped by closure clamp. A replacement dose was infused and there was no interruption in therapy. On 1/17/94, an add'l two devices malfunctioned, filled with ampicillin 2 gm. On 1/18/94, a third device tubing was unclamped to release fluid and the fluid would not infuse into tubing. This info was submitted as f/u 3/7/94: a pt could not get device to infuse, the tubing broke off of one device, the elastomeric membrane broke on 2 devices and the filter leaked on a device filled with gancyclovir.